Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported that in 2007, a miniarc mesh sling implanted to treat for urinary incontinence. Additional information indicates that "since that day" the patient experienced symptoms and discomfort, and for many years thought her leg, groin and hip pain were from too much walking or exercise. Her urine flow is "different from before the sling." Also reported, the patient can feel mesh in her vagina, "like sharp wires" that has "ruined" her sex life and she has had other "strange symptoms" that have not been diagnosed.